Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief and intermittent stimulation due to high impedances displayed on eight of the contacts of the spinal cord stimulation (scs) lead. Therefore, the patient underwent a lead replacement procedure and had stimulation coverage post-operatively. The explanted lead will not be returned as it was discarded by the medical facility.